Manufacturer narrative:
The patient event was not caused by a software malfunction within medical information technology, inc's class I expanse laboratory/microbiology product. Upon being notified of the adverse event on october 23, 2024, medical information technology, inc,'s client support team reviewed the customer's configuration and confirmed a report containing the initial urine culture results from (B)(6) 2024 was not sent to the ordering provider. The customer had configured their system to exclude telecommunications to the location where the patient's specimen was received from. This prevented the report from faxing. Further investigation by medical information technology, inc. Determined that the customer, on their own, had corrected their configuration on (B)(6) 2024 to include the location where the patient's specimen was received from. This was two days before the adverse event was reported to medical information technology, inc. On october, 23 2024.

Event description:
On october 23, 2024 a customer reported an adverse event where a patient's report was not faxed from the laboratory to the ordering provider after microbiology culture results were verified. Concerns were raised about the patient's admission to the hospital due to sepsis. The customer asserted that the admission could have been avoided if the provider had received the report and administered an antibiotic effective in treating the patient's escherichia coli (e. Coli) infection.